Event description:
Low anterior abdominal fluid collection [localized intraabdominal fluid collection]. High ileostomy output [gastrointestinal stoma complication]. Increased creatinine level [blood creatinine increased]. Case description: literature-spont report received on (B)(6)-2009 from a company representative regarding a (B)(6) female pt. This report was received from a literature search and the literature article is entitled "sterile intra-abdominal fluid collection associated with seprafilm use". The pt whose relevant medical history included: colonoscopy; 3 foci of invasive adenocarcinoma (one each in the ascending, transverse, and descending colon); ovarian carcinoma treated with; total abdominal hysterectomy and bilateral salpingo-oophorectomy, omentectomy, periaortic lymph node dissection, and external-beam pelvic radiation therapy in 1987; ureteral obstruction necessitating stent placement; and a chronic left-sided hydroureter. The pt subsequently underwent total abdominal colectomy with end ileostomy during which she was found to have extensive abdominal adhesions, which were lysed at the time of surgery. Three sheets of seprafilm were placed in the abdomen before closure. The pt's postoperative course was uneventful except for high ileostomy output and associated electrolyte abnormalities necessitating a prolonged admission. On postoperative day 20 the pt's creatinine was noted to be acutely increasing, and given the pt's history of ureteral obstruction necessitating stent placement, she subsequently underwent CT (computerized tomogram) eval of her abdomen. Imaging was significant for a chronic left-sided hydroureter, and a large low anterior abdominal fluid collection that was subsequently percutaneously drained 1 day later. The hydroureter was an established diagnosis, which was present on a CT pyelogram from 3 months prior to the pt's current admission. Approximately 600 milliliters of serous fluid was drained, with analysis significant for a sterile fluid with no organisms on gram stain, no growth on cultures, and normal amylase and triglyceride levels (<30 iu/l and 103 respectively). No evidence of enterotomy was found. After drainage the pt did well and had no other intra-abdominal issues. She remained in the hospital for 3 weeks after drainage due to electrolyte derangements secondary to high ostomy output. She did not go on to develop an intra-abdominal abscess and did not require any reoperative intervention. As of the date of this report, the overall pt outcome was unk. On (B)(6)-2009: upon further review of the initial info received on (B)(6)-2009, it was noted that the physician assessed the relationship between seprafilm and intra-abdominal fluid collection as possible. See manufacturer's numbers: (B)(4) for other adverse events from the reporter. Manufacturer's comment: the benefit-risk relationship of seprafilm is not affected by this report.

Manufacturer narrative:
Report source literature description. Journal: the american surgeon. Author: tyler, joshua; mcdermott, dustin; levoyer, thomas. Title: sterile intra-abdominal fluid collection associated with seprafilm use. Volume: 74 year: 2008 pages: 1107-1110. Eval summary: no sample was returned and no lot number was provided by the user facility, therefore, genzyme quality assurance is unable to perform an eval or lot history review. If a lot number is provided in the future, this complaint will be reopened and the approximate investigation will be conducted.